Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 proposed code: mechanical (g04) - stem h11 visual examination of the provided pictures identified the stems inserted in the patients joint during the surgical procedure. The femoral components are seen sitting proud. There were no images provided of the femoral components on it's own. Unable to confirm part/lot of component shown in each image. No product was returned; visual and dimensional evaluations of the coating thickness could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d4 g3 g6 h2 h11.

Event description:
It was reported that when the doctor broached to a size 11, the size 11 stem and coating caused it to sit proud. After attempting to lateralize the canal, he had the rep open a size 10 stem for implantation which still sat 2mm proud. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted